Event description:
Report received from an international affiliate of a chemotherapy leak. The primary set was infusing an unspecified solution and connected to the patient's PICC line. The secondary set was infusing cisplatin via the clave port of the primary set. The report states, "cisplatin infused for about 1 hour and 30 minutes when the nurse noticed a small leak coming from where the male tip of the secondary set inserts into the "y" clave port of primary set. The nurse then attempted to tighten the set thinking that possibly the clave was not properly activated and the male tip broke off the tubing and remained in the clave." Therapy was resumed using a "second bag of chemotherapy". There were no reported adverse effects to the patient or the clinician. No medical interventions were required. Though requested, no additional information was provided.